Event description:
Additional information received noted that imaging was done and did not reveal any physical abnormalities on the lead.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: additional information reported with an aware date of jan 15, 2024 in error. New information was received on jan 25, 2024.